Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started cooling a patient around 0630. The arctic sun device stopped earlier and so they turned it off and back on and resumed therapy. The device was now saying therapy stopped again. Nurse was unsure of any alarms. Walked nurse through event log, shows alarm 50(patient temperature 1 erratic) at 0724, alarm 15(unable to obtain a stable patient temperature) at 0726, and alarm 03(water reservoir low) at 0736. Informed nurse the alarm 15 and 50 were erratic patient temperature alarms, meaning the device was not registering an accurate patient temperature. This can be due to a faulty probe or cable. Nurse confirmed probe was plugged into pt1 and rectal probe was connected to cable, rectal probe was in place and has not come out. Nurse adjusted the cable and probe as it seemed the cable was maybe pulling. Nurse resumed therapy at this time. Explained if the alarm returns, they recommend replacing the temperature probe. If it persists after the temperature probe was changed, they would recommend replacing the temperature cable as it could be a short in the cable. Explained the alarm 03 was likely from turning the device off prior to emptying the pads, informed nurse this can trigger an alarm 03 reservoir empty. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated they started cooling a patient around 0630. The arctic sun device stopped earlier and so they turned it off and back on and resumed therapy. The device was now saying therapy stopped again. Nurse was unsure of any alarms. Walked nurse through event log, shows alarm 50 (patient temperature 1 erratic) at 0724, alarm 15 (unable to obtain a stable patient temperature) at 0726, and alarm 03(water reservoir low) at 0736. Informed nurse the alarm 15 and 50 were erratic patient temperature alarms, meaning the device was not registering an accurate patient temperature. This can be due to a faulty probe or cable. Nurse confirmed probe was plugged into pt1 and rectal probe was connected to cable, rectal probe was in place and has not come out. Nurse adjusted the cable and probe as it seemed the cable was maybe pulling. Nurse resumed therapy at this time. Explained if the alarm returns, they recommend replacing the temperature probe. If it persists after the temperature probe was changed, they would recommend replacing the temperature cable as it could be a short in the cable. Explained the alarm 03 was likely from turning the device off prior to emptying the pads, informed nurse this can trigger an alarm 03 reservoir empty. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.